Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient (B)(6) contacted (B)(6) customer service to report that they were allergic to exsept. No further information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).